Manufacturer narrative:
The device was returned to olympus for inspection. A root cause and probable cause of the reported finding was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the charged couple device (ccd) cover lens glue was peeling off the deflectable videoscope. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide new and updated information: h4.